Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. On 15-apr-2021: run #2478 on sn (B)(4) generated an invalid result for influenza a and a detected result for influenza b and sars-cov-2. The sample was repeated on the cobas® liat analyzer sn (B)(4) and generated a negative result for all three targets. A recollected sample was repeated on 2 additional cobas® liat analyzers which also generated negative results for all three targets on both runs. The results were not reported to the patient. No patient harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
System assessment identified that run #2478 generated a false-positive result for sars-cov-2 and influenza b, due to abnormal growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).